Event description:
The customer called to report high bgs. Bgs were treated. It was stated that the customer went to the emergency for high bgs. Troubleshooting was performed. The pump passed the functional testing. It was also indicated that the customer was uncomfortable with the pump and reverted to a back up plan of injections.